Manufacturer narrative:
An outside the united states customer contacted siemens to report that a sample ID barcode misread occurred for one patient sample when using an atellica sample handler prime (shp) analyzer handheld barcode reader. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse found that the customer printed a new barcode label to use for the manual dilution and the analyzer interpreted the sample ID incorrectly. The customer was not able to provide the sample tube that had the misread. The cse used the customer's printer to generate a new label with sample ID (B)(4), then used the handheld barcode reader to scan the label. The label read correctly ten times indicating the handheld barcode reader was operating correctly. The cause of the sample ID misread is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
A sample ID barcode misread occurred for one patient sample when using an atellica sample handler prime (shp) analyzer handheld barcode reader. The sample was tested for creatine kinase. The test result was released to the physician(s) and later recalled when the barcode misread was realized. There are no known reports of patient intervention or adverse health consequences due to the event.